Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had a lead move in the past. The patient thought this maybe happened in 2017 or maybe the surgery before that. The patient said they had the initial implant replaced twice since the issue. The patient said they replaced the lead and the stimulator at the same time. There was nothing wrong with the stimulator and it was just because where the battery life was at. The patient mentioned that the issue with the lead having moved has already been resolved with surgery in the past. No symptoms were reported. [See (B)(4) or report of the return of symptoms.]